Manufacturer narrative:
H.6 investigation summary: bd received the instrument from the customer facility for investigation and performed a technical evaluation of the customer's sedi-40 instrument. The equipment was evaluated and the customer's indicated failure mode for llo error with the incident lot was observed. It was identified that the instrument had never received the required upgrade. As a result, the upgrade to the instrument was completed. H3 other text : see h.10.

Event description:
It has been reported that one bd sedi-40 has been found experiencing sample ID errors during use. The following has been provided by the initial reporter: mixer doesn't work, llo error.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd sedi-40 has been found experiencing sample ID errors during use. The following has been provided by the initial reporter: mixer doesn't work, llo error.